Event description:
It was reported that a patient died coincident with peritoneal dialysis (pd) therapy. The cause of death was reported to be multi-organ failure. Twelve days prior to the event of death, the patient was hospitalized for unrelated events and was diagnosed with streptococcal bacteremia. The cause of multi-organ failure and streptococcal bacteremia was not reported. The treatment for the events was not reported. It was not reported if an autopsy was performed. It was not reported if pd therapy was ongoing prior to death or if the patient was performing therapy at the time of death. No additional information was available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow up report will be submitted.